Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product ((B)(6)) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens broke inside the cartridge whilst loading. The surgeon used the back-up lens to complete the surgery successfully.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned and the reported lens damage could be confirmed from the returned photos. Provided photo shows an intra ocular lens (iol) on unknown background. One haptic appears to be broken and not present. The optic edge appears to be damaged. The product investigation could not identify the root cause for the reported complaint "the lens broke inside the cartridge whilst loading". Based on our observation of the attached photos, the iol haptic appears to be not present. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).